Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels was 537 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated it by taking insulin and that she feels fine. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.